Event description:
An access port was placed april 17, 1997, for chemotherapy administration. On may 5, 1997, irritation was noted at the port site. Since chemotherapy had been completed, the pt underwent scheduled removal of the port. Upon removal of the port, it was discovered the catheter had separated and approximately 40 cm of the catheter migrated to the left ventricle. It could not be determined if the catheter shaft broke during removal or prior. Retrieval utilizing a snare was uneventful. No further treatment was required. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis will be available.